Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2015. Patient's mother reset the receiver and it resolved the issue. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).